Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 4.1 mmol/l. Customer was unable to clear the alarm. Customer stated that the buttons would not respond. The pump also went into low suspend. Customer was advised that the pump will need to be replaced and to remove the battery to silence the alarm. Customer was also advised to discontinue use of the pump and revert to a back-up plan.